Manufacturer narrative:
The two halves of the broken screw were returned. The bottom half of the screw, which was stuck in the patient after the head broke off, has severe cuts and scratches in the metal likely due to the physician trying to use pliers to grab and pull it out of the bone. The top half/head of the screw still had the fracture surface intact. Under magnification, the fracture surface had a torsional fracture pattern. A torsional fracture pattern likely indicates an excessive twisting load about the screw's central axis. This type of failure may occur when excessive force is applied to the screw, in this case during its removal, to overcome increased resistance.

Event description:
While being removed, an implanted screw broke off. Surgery was delayed 1 1/2 hours to remove the broken screw.